Manufacturer narrative:
Block b3: the exact date of event was not reported. Approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block g2: literature source: andreas wannhoff et al. "Eus gastroenterostomy (eus-ge) for treatment of gastric outlet obstruction in patients with acute necrotizing pancreatitis" gastrointestinal endoscopy volume 99, no. 6s: 2024. Block h6: imdrf patient code e2006 captures the reportable event of erosion. Imdrf patient code e2314 captures the reportable event of fistula. Imdrf impact code f2202 captures the reportable event of this could be treated endoscopically. Imdrf impact code f2301 captures the reportable event of balloon dilation and stent exchange.

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article "eus gastroenterostomy (eus-ge) for treatment of gastric outlet obstruction in patients with acute necrotizing pancreatitis." By andreas wannhoff et al. Per the article, a retrospective study included patients with acute necrotizing pancreatitis who underwent endoscopic ultrasound gastroenterostomy (eus) due to symptoms of delayed gastric emptying at seven international centers. A total of thirty-eight patients were identified but in three cases, eus_ge could not be performed because the distance between stomach and small intestine was too large or no suitable site for puncturing could be identified. The remaining thirty-five cases were technically successful. Thirty-four patients showed improvement in gastric outlet obstruction scoring system (gooss). Post stent placement, a gastrocolic fistula occurred in one case due to stent erosion of the colon and could be treated endoscopically. Stent revision was necessary in two cases: one balloon dilation and one stent exchange each. In another case, persistent duodenal stenosis was treated surgically. In eighteen cases, the lams was subsequently removed endoscopically. Please see the referenced article for full details. Note: it was reported that the axios stent was attempted to be implanted for a gastroenterostomy procedure. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the small intestine.